Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On an (B)(6) 2008, patient presented with history of a previous l2-l3 and l5-s1 posterolateral fusion. The patient at this time has developed adjacent level disease at l1-l2 as well as l4-l5. Therefore, an l1 far lateral decompressive laminectomy with bilateral medial facetectomy and foraminotomy was performed, however, because the patient has had 5 previous surgeries, surgeon also performed redo laminectomy on the right side at l3, l4, l5 and s1 as well as on the left side at l2, l3, l4, l5 and s1. These were performed in order for allowing having, one, decompression and two, placement of interbody arthrodesis to occur using bone morphogenic protein and autograft. Per op notes, the posterolateral arthrodesis was completed using an ebi bone stimulator, one bone morphogenic protein, harvested autograft and genex. The patient tolerated the procedure without difficulty.

Event description:
It was reported that on (B)(6) 2008, patient underwent a posterior lumbar interbody fusion surgery at l1-l2, l2-l3, and l4-l5 using rhbmp-2/acs to correct her back pain and bilateral radiculopathy. It was reported that on (B)(6) 2008, patient underwent revision surgery for post operative l2 radiculopathy using rhbmp-2/acs at l2-l3, l3-l4, and l4-l5. In (B)(6) 2009, patient's symptoms returned and worsened and included numbness and pain in her right leg and foot resulting from exuberant bone growth . MRI and CT imaging of patient's lumbar spine confirmed exuberant bone in her lumbar spine, requiring revision surgeries on (B)(6) 2011, (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.